Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's display is damaged. There was no reported patient involvement.

Manufacturer narrative:
The customer declined service and requested to have the device returned unrepaired.